Event description:
The device was returned for battery 2 failure. Upon return, the device was attached to a bracket and powered on. No alarms or error occurred. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
The following has been reported: biomed reported: "sn:(B)(6). On (B)(6) 2025 cassette lever eject button not working. Lever stuck. Previous corrective wo from 07/28/2025 describes identical issue. Lever only unlocks when eject button is pressed. Unable to unlock lever without eject button after more than 20 attempts. Logs attached. Pump stopped during an active infusion, no patient harm reported. Pressed eject button on pump and lifted cassette. Lever continued to lock when depressed. After multiple attempts, was able to lift and unlock lever and test pump able to lift lever without eject button air in line test: pass downstream occlusion: pass upstream occlusion: pass return to service". A preliminary review identified the following issue: battery capacity fade issue as aging batteries may fail to meet alert requirements. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.